Event description:
Per the info provided to co by the hosp through means of a user facility medwatch report it stated, "inflatable penile prosthesis replaced because of failure to inflate and deflate properly".